Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm and a haptic tore. The surgeon removed it without any pt injury. The reporter stated that the lens was damaged during the loading process.

Manufacturer narrative:
Evaluation results: (other) - a visual inspection of the returned product shows a portion of the plate haptic torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned.